Event description:
It was reported by the sales rep the doctor was performing a breast biopsy, had completed taking the samples, took the post images, and noticed a foreign body in the breast. When the probe was removed, it was noticed the tip of the probe was missing and inside the breast. The patient will be receiving a needle localization in three weeks to remove the foreign body.